Manufacturer narrative:
Retained samples of the concerned lot number (220314-4013) have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. We have requested the involved device and further information about the incident but neither has been made available to us to the date of this report. Currently no conclusion can be drawn what might have caused the claimed problem. We will further investigate and relay the conclusion in a follow up report.

Event description:
On june 07th, 2022, we have been informed about a malfunction with a defibrillation electrode set at rescue service drk rettungswache völklingen marvin deutschmann in (B)(6). Gs defibrillation electrodes catalogue number 05120.1 corpatch easy pre-connected (model df53nc) and a gs corpuls defibrillator had been used. The initial report is stating that [translated from (B)(6) language to english language]: "during a resuscitation, the defibrillation electrodes which were already connected to the device have shown the error: " ---recording unsuitable for analysis - please retry ---" and on the second line: "analysis error". We were unable to derive a rhythm because a dashed line was visible despite connected [defibrillation] electrodes. Error management was also carried out in the form of disconnecting and reconnecting. Even this management did not solve the problem. Other patches were then connected, which worked without any problems." The time delay for the treatment was described as "estimated to be around 30 seconds." No further details have been disclosed so far.

Manufacturer narrative:
Retained samples of the concerned lot number (220314-4013) have been inspected visually and tested electrically for the function. All tested electrodes were within limits, no failure could be detected. On july 12th, 2022 the involved device was received. It was disinfected and then inspected. A visual inspection of the defibrillation set showed no obvious damage. At one defibrillation electrode a discoloration of the tin foil was visible. The used defibrillation electrode was without abnormalities. The connector of the involved electrode set was also visually inspected. Neither damages nor deviations were visible. An electrical continuity test was performed using a multimeter to test for electrical continuity. The continuity test was performed to check the electrical continuity between the connector (pin apex and sternum pad) and the electrode (gel area of apex and sternum electrode). As no visual and no electrical continuity failure could be detected an electrical performance test was carried on. For this test, we received a gs corpuls defibrillator with a new software version for our investigations. The defibrillator arrived at leonhard lange on june 22nd, 2022. The involved electrode sets was adhered onto the defibrillation test equipment fluke impulse 7000dp and connected to the gs corpuls defibrillator. The defibrillator was switched on and the pads worked properly - immediately an ECG signal was visible on the display. We have simulated a ventricular fibrillation and have successfully shocked to the defibrillation test equipment fluke impulse 7000dp. We also have done a pacing. The defibrillation test equipment fluke impulse 7000dp have shown that the defibrillation set worked without any deviation. Neither visual damages nor deviations at the connectors as well as no abnormalities at the electrodes itself have been noticed for the defibrillation set. The continuity test was within limits. A functionality test with the gs corpuls defibrillator showed that the defibrillation electrodes worked properly. However, initially it was stated: "error management was also carried out in the form of disconnecting and reconnecting. Even this management did not solve the problem. Other patches were then connected, which worked without any problems." Although no skin preperation had been performed initially, it is conceivable that an indirect skin preperation was performed by detaching the first defibrillation electrode set and attaching the second one. This likely reduced the skin impedance resulting in a clearaer signal, which could be analyzed by the defibrillator. However, this is only an assumption which we cannot confirm. No conclusion can be drawn what might have caused the claimed problem.

Event description:
On june 07th, 2022, we have been informed about a malfunction with a defibrillation electrode set at rescue service drk rettungswache völklingen marvin deutschmann in germany. Gs defibrillation electrodes catalogue number 05120.1 corpatch easy pre-connected (model df53nc) and a gs corpuls defibrillator had been used. The initial report is stating that [translated from german language to english language]: "during a resuscitation, the defibrillation electrodes which were already connected to the device have shown the error: " ---recording unsuitable for analysis - please retry ---" and on the second line: "analysis error". We were unable to derive a rhythm because a dashed line was visible despite connected [defibrillation] electrodes. Error management was also carried out in the form of disconnecting and reconnecting. Even this management did not solve the problem. Other patches were then connected, which worked without any problems." The time delay for the treatment was described as "estimated to be around 30 seconds." On july 07th, 2022 we have received a filled in questionnaire. In the questionnaire it was disclosed that the monitoring lasted for about 09 minutes and 30 seconds. The resuscitation treatment lasted for 10 minutes. The patient was described as "cachectic" and the skin type as parchment skin and slightly hairy. The patient was lying on his back. Objective of the procedure was a "resuscitation". The patient was described as normal built and the skin type also as normal no hair. It was also described that the skin was dry and standing skin folds were visible. The patient skin was not cleaned, not shaven, not disinfected and not dried. It was sepcified in the questionaire that the skin was dry. The electrode was adhering well to the patient skin. The defibrillation electrodes pouch has been opened prior usage and have been placed on the patient chest (sternum and apex position). No further details have been disclosed.